Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they saw a leak on the right side of the beckman coulter ac t 5diff and requested service. The customer was wearing gloves and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. No sample results were affected so there was no change to patient treatment. No death or injury is attributed to this event there is risk management plan in place at the facility and the customer did review the msds. The field service representative (fse) found seepage from a cracked quick disconnect (qd) fitting associated with the waste pathway. He resolved the problem by replacing the fitting and verified repair per established procedures. Results meet published performance specifications. The root cause of the leak is attributed to a cracked quick disconnect fitting associated with the waste pathway. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.